Event description:
Customer indicates they have had on two separate occasions; thread/unwind with separation of the cutting flutes into 3 distinct loose bodies that shear off from the remaining drill bit shaft. These loose bodies embed into the distal femur or become loose bodies in the knee.

Manufacturer narrative:
No product is being returned for evaluation.(B)(4)